Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was checked in the clinic. Upon device review, it was noted that this right ventricular (rv) lead had increased shock impedances from 50 ohms to 110 ohms. Testing was performed which showed out of range impedances up to 181 ohms in other vectors. At this time, the patient is not experiencing any symptoms and the patient has been set up for remote monitoring. This rv lead remains in service. No programming changes have been made. No adverse patient effects were reported.